Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was noted that there was noise on the right atrial (ra) and right ventricular (rv) leads due to clavicular crush. The ra and rv leads were explanted and replaced. No further patient complications have been reported as a result of this event.